Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the stent was stretched and pulled distally on the balloon. As a result of this damage to the stent it was noted that the proximal edge of the stent was positioned at 1.3cm distal to the distal edge of the proximal markerband. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. A 2.50x16mm promus element¿ plus stent delivery system (sds) was selected and advanced to the target lesion but was unable to cross. When the physician withdrew the device it was noted that the stent was deformed. The procedure was completed with a 2.25x16 promus element plus stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. A 2.50x16mm promus element plus stent delivery system (sds) was selected and advanced to the target lesion but was unable to cross. When the physician withdrew the device it was noted that the stent was deformed. The procedure was completed with a 2.25x16 promus element plus stent. No patient complications were reported and the patient's status is good.